Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Attorney reported: in 2001- the pt underwent a right inguinal hernia repair procedure with implant of a perfix plug. At approximately 7 months later, doctor advised that exploratory surgery was recommended due to persistant pain at the site where the perfix plug was implanted, and there was a possibility of nerve entrapment. Pt reports that he had persistant right groin pain accompanied with numbness and shooting pains in the right leg. In 2002- the mesh plug was explanted, however, the mesh patch portion of the perfix plug remained implanted.